Event description:
Surgeon was using the e-1f ehl probe on a stone at 120 "hard" setting on aeh-2 lithotripsy system, when pt jumped. Anesthesia alerted the surgeon, who then changed probes. Remaining case went fine. There is no pt injury. Customer thought probe might be defective, customer saw black spots in the fov right after incident. Acmi rep explained that if the doctor had the e-1f probe too close to the distal tip of the ureteroscope that this could cause an arc back through the scope and affect the pt.